Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - part number: 03.632.002. Lot number: 6949471. Release to warehouse date: august 20, 2012. Manufacturing site is (B)(4) and work order completed by (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(6) reports an event as follows: after an unknown surgical procedure, the surgeon expressed concern that two (2) t25 stardrive shaft screwdrivers standard and one (1) t25 stardrive shaft screwdriver long appeared to be stripped and worn. There was no delay in procedure and no harm to patient reported. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This complaint determined to be a duplicate of (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.